Event description:
Medtronic received a report that the tip of the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured c6 segment of the internal carotid artery aneurysm with a max diameter of 4.8 mm and a 2.6 mm neck diameter. The landing zone was 3.7 distally and 4.3 mm proximally. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was that the vessel was intact, with no rupture and no significant stenosis. It was reported that the patient was treated for an intracranial internal carotid artery c6 segment aneurysm. The operator selected pipeline, sheath, +115cm 6f navien, and phenom27 based on the vessel diameter and placed them in place. The ped was taken out according to standard procedure and fully hydrated before being delivered to the straight segment of the middle cerebral artery. The operator began to withdraw the phenom and tried to open the ped, after withdrawing the phenom and deploying the ped, it was found that the tip of the ped did not open. The operator continued to deploy and repeatedly push and pull, but the tip still did not open. The entire system was retrieved into the phenom and then positioned for deployment at the proximal origin position of the posterior communicating artery. The delivery guidewire was pushed, but the tip of the ped still did not open. Considering the safety of the procedure and the patient, another system was used instead, and the procedure was successfully completed. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. Ancillary devices include a 90cm cerebase da sheath, 6f115 navien guide catheter, phenom27 microcatheter, and a stryker synchro guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the failure to open was not determined. The pipeline had not been placed in a vessel bend when it failed to open. It was noted that multiple attempts were made to retrieve and reopen, but it still failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex braid was returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. In addition, the middle section of the braid was found to be fully opened and no damage. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have ¿movement during deployment¿ and ¿resistance during delivery¿ as the pipeline flex pushwire and phenom 27 catheter were not returned for analysis. Therefore, any contributing factors could not be assessed. In addition, the pipeline flex braid was found to be fully opened and damaged. However, the root cause for damage braid could not be determined. Possible causes of the movement during delivery include patient vessel tortuosity, vasospasm, patient vessel tortuosity, high force delivery, catheter kickback, insufficient distal anchoring of braid, incorrect braid sizing. Possible causes of the resistance include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. A continuous saline flush was administered and maintained as indicated in the IFU, ruling this factor out as potential causes. The vessel tortuosity was severe. It's possible that the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.